Event description:
It was initially reported that the customer's device had its service indicator illuminated and had logged multiple event codes. After an evaluation by physio-control, it was observed that the device only had the ability to deliver 16.2 joules at the 200 joule setting. This amount of energy isn't sufficient for adult patient use. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb assembly and then observed proper device operation through functional and performance testing and then returned the device to the customer for use. Physio further evaluated the removed therapy pcb assembly and determined that the cause of the reported failure was due to a cracked filter, designator fl29.